Manufacturer narrative:
Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days. The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the first cgm and bg values. Reportedly, a second cgm bg reading was 190 mg/dl, and the meter bg reading was 22 mg/dl. Reportedly, multiple bg meters were used for calibrations and customer wore sensor longer than the recommended warranty time period. No additional patient or event information was available. A root cause could not be determined. The customer replaced the sensor.